Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unidentified alarms occurred. There was no reported impact to customer's blood glucose. As contact returned pump to the distributor, additional information could not be obtained and troubleshooting could not be performed.